Event description:
Lead product analysis was completed. The alleged high impedance was verified in the product analysis, or pa, lab. Four breaks were observed in the negative coil past the electrode bifurcation. Scanning electron microscopy, or sem, of the negative coil shows pitting/electro-etching conditions have occurred at the coil break locations. Due to the metal dissolution and/or surface contamination, the fracture mechanism could not be ascertained. Sem of the positive coil exposed service showed that pitting/electro-etching conditions had occurred at the exposed wires. The coil showed signs of wear (smoothed surfaces) at the exposed region. No other discontinuities were identified within the returned lead portion. The inner silicone tubing was abraded open past the electrode bifurcation. The lead assembly had dried remnants of body fluids inside the inner silicone tubing. There was no obvious point of entrance other than the identified tubing openings and the end of the returned lead portion. The portion of the lead assembly containing the electrode array was not returned for analysis and, therefore, evaluation could not be made as that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The high impedance/lead fractures (and the now observed corrosion and fluid leaks) are reported in MFR. Report #1644487-2019-01232.

Event description:
The tablet data for the generator was received and reviewed by the manufacturer. The high impedance observed in data was previously reported in MFR. Report #1644487-2019-01232. The first interrogation on (B)(4) 2019 revealed that the generator was still programmed to 2.50 ma output current. The impedance was high with a value of 5,654 o, but the generator was able to deliver the programmed 2.50 ma despite the high impedance.

Event description:
Tablet data for the generator was received and reviewed by the manufacturer. Review of the impedance history log revealed highly variable impedance values and intermittent high impedance, which likely indicated incomplete lead pin insertion or a microfracture of the vns lead. X-rays images were received by the manufacturer. The vns generator was placed normally per manufacturer's labeling. The connector pin of the lead does not appear to be fully inserted inside the connector block. The feedthrough wires appear to be intact. The lead visibility varies throughout the length of the lead. A strain relief bend was identified. However, there appears to be no evidence of a strain relief loop or tie-downs as recommended by manufacturer labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and could not be fully assessed. Based on the x-rays received, the cause for the high impedance was likely related to incomplete lead pin insertion. The presence of a fracture or micro-fracture in the lead cannot be ruled out. As the low output currents were present even when high impedance was not present, it was inconclusive whether the low output currents observed were related to the intermittent high impedance. The high impedance observed in data was previously reported in MFR. Report #1644487-2019-01232.

Event description:
The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
It was reported that the patient underwent vns revision surgery. It was stated that the surgeon performed lead pin insertion troubleshooting, which did not resolved the high impedance, which is reported in MFR. Report #1644487-2019-01232. Generator diagnostics were within normal limits with a test resistor. The lead pin was then reinserted and the pin was observed past the second connector block of the generator. The high impedance did not resolve. The generator header was observed to be clean with no obstructions. The explanted lead has not been received by the manufacturer to date.

Event description:
It was reported that during an attempt to perform diagnostics on the patient's vns, a low output current message was obtained. Diagnostics were attempted again and a message indicating the output current may not be delivered was obtained. It was stated that the lead impedance was within normal limits. An ohm's law calculation identified that the vns would not be able to deliver the programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. However, the output current provided by the device was less than expected. Tablet data was received and reviewed by the manufacturer. High impedance was noted in the decoder a few days prior to the observed low output current, but resolved prior to that date. As the high (and fluctuating) impedance resolved prior to the observation of the low output current and there was no indication that high impedance was present at that of the low output current, the high impedance is reported in MFR. Report #1644487-2019-01232. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date. No additional relevant information has been received to date.